Event description:
While performing a stereotactic biopsy, staff heard the cutting device make a strange sound - unlike any sound normally heard. During a post exam imaging it was noted that the tip of the probe had been sheared off and remained in the pt's breast. The fragment was too small to be retrieved.